Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-07-07. The hcp reported that cause of the shocking was misprogramming by the patient. The hcp reported that reprogramming was done by a manufacturer¿s representative (rep). The hcp reported that the patient outcome was excellent and the shocking had been resolved.

Manufacturer narrative:
Event date is an approximation.

Event description:
Information was received from the manufacturing representative regarding a patient with an implantable neuro stimulator (ins). It was reported that the patient had sudden shocking after turning device on. The patient was having a trail with a competitive ens/lead and his implanted device was turned off. After the leads were pulled the patient turned on implantable neuro stimulator (ins) and received a shock. Unknown outcome after that. No further patient symptoms or complications were reported from this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient didn't experience any other shocking sensation. The patient decreased the voltage to zero and gradually increased the stimulation. The patient had stimulation off for an extended period of time, so when they turned it on again it was where it had been previously, and the stimulation was too strong. The patient lowered the voltage and gradually increased it again and didn't experience shocking. No further complications were reported or anticipated.